Event description:
Customer reported unexpected negative antibody screen results on a pt sample containing anti-e tested on the galileo. Testing the sample by manual solid phase also resulted in negative reactions. There was no previous history on the pt and the pt had not been previously transfused. A new sample was tested on the galileo and by manual solid phase and an anti-e was identified.

Manufacturer narrative:
Thee presence of the e antigen was confirmed on retention lot k136 and lot id084. The customer did not send sample for investigation. It is not possible to rule out the sample as a cause of the event.